Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. There was no impact to the customer's blood glucose. Reportedly, customer continued to use the existing cartridge for insulin therapy.